Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided the reported single leaflet device attachment is the result of patient conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the valve. After deployment, the clip detached from the posterior leaflet (single leaflet device attachment (slda)). No treatment was performed and the procedure was completed with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.